Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 1 pocket a4 had failed. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 1 pocket a4 was failed. The field service engineer (fse) had found that drawer 1.1 on the auxiliary unit was failing intermittently, and the customer was unable to recover it. Rebooting temporarily resolved the issue. The fse shut down the station and inspected the controller boards for that drawer, which tested fine. All cables to the sub-drawers were disconnected and reconnected. After powering on the station, it entered diagnostics mode. The fse performed open and close tests, followed by an acceptance test, and then allowed the customer to perform a test. Everything functioned properly, and no errors were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 1 pocket a4 had failed. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.